Event description:
It was reported that, "pt came to doctor complaining of hip and back pain in early (B)(6) 2011. Pt had been doing well with hip replacement up until (B)(6) 2010 when he was shoveling snow and felt pain. Upon x-ray of hip, stem appeared to have loosened. Revision was scheduled and the stem was removed. The doctor stated that there was rubbery film on medial side and anterior side of stem. Cup left in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.